Event description:
The doctor reported separating a file in a patient's tooth. Retrieval of the file was unsuccessful and the patient was referred to an endodontist for further treatment. At the time of this report there was no further patient information available.